Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed raw spots where the electrodes sit and developed water blisters. The patient was prescribed hydrocortisone cream itch medicine from physician. Follow up indicated that the patient was using the lotion and has no further issue.